Event description:
During a laparoscopic hernia repair, it was reported by the rep the instrument jammed. There was no consequence to the pt.

Manufacturer narrative:
D5,6;h4: information unavailable, device returned with no lot identification. H6; evaluation code #100(other):"the instrument was received with excessive dried body tissue in the cartridge nose, which would not allow the staples to feed. The dried body tissue was cleared from the nose and the instrument then functioned as designed and fired the remaining staples without incident." Results of evaluation: conclusion: based upon the inquiry information received, the visual examination and the functional test, it was concluded that the reported instrument "jammed" during surgery may have been due to excessive dried body tissue in the cartridge nose. The instrument was received with excessive dried body tissue in the cartridge nose. The instrument was cycled, but the staple would not feed due to the excessive tissue wedged in the nose. The excessive dried body tissue was cleared from the cartridge nose and the instrument then cycled and fired the remaining 7 staples without incident. Comments: each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. Co strives to understand each incident as it occurs in order to continuously improve products.